Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The occlusion alarms would be resolved by either clearing the alarm and resuming insulin deliveries or changing the infusion set cartridge and then resuming insulin deliveries. The customer stated that they typically receive the occlusion alarms on their 4th day of using the pump supplies. Tandem technical support (cts) informed the customer that per novolog labeling, the supplies should be changed every 72 hours. Cts also educated the customer in regards to other causes of occlusion alarms such as site issues. As the occlusion alarm had occurred in the pasts, cts was unable to perform a system check to determine a possible cause of the occlusions.